Manufacturer narrative:
This report is for the same procedure as manufacturer reports: 2124215-2024-35867 and 2124215-2024-35866.

Event description:
It was reported that, during the procedure, three fibers were broken. It was noted that the debris shield was not burnt. The fibers were replaced, and the procedure was completed. There were no patient complications. This report is for the third fiber.

Event description:
It was reported that, during the procedure, three fibers were broken. It was noted that the debris shield was not burnt. The fibers were replaced, and the procedure was completed. There were no patient complications. This report is for the third fiber.

Manufacturer narrative:
This report is for the same procedure as manufacturer reports: 2124215-2024-35867 and 2124215-2024-35866.